Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during a pacemaker replacement, the atrial lead has been correctly connected but it was impossible to connect the ventricular lead. A newattempt was performed but was not successful. A new pacemaker has been implanted and everything went well. A new test has been performed: connection with another lead (before shipping it the expertise's site) and the same issue was seen again.

Event description:
Reportedly, during a pacemaker replacement, the atrial lead has been correctly connected but it was impossible to connect the ventricular lead. A new attempt was performed but was not successful. A new pacemaker has been implanted and everything went well. A new test has been performed: connection with another lead (before shipping it the expertise's site) and the same issue was seen again.

Manufacturer narrative:
The conclusions are as follows: - the visual inspection did not reveal any abnormality. The analysis confirms that the connection system of the subject pacemaker functioned as specified using a duplicate torque-limiting screwdriver. - the ventricular setscrew was found partially screwed and visible in the cavity which could explain the impossibility to insert the ventricular lead. - based on the available data, no issue is suspected on the subject pacemaker. Please refer to the analysis report.